Event description:
It was reported that customer experienced cartridge alarm 20 on pump that had similar alarms in the past. There was no adverse impact to the customer's blood glucose level. Customer continued to use current pump and planned to use alternate insulin method if needed, while technical support arranged shipment of replacement pump.